Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, 100% stenosis in the mid left anterior descending artery. Reportedly, the 1.5 x 12mm rx tenku balloon catheter was advanced; however, the balloon ruptured during first inflation at 10 atmospheres. There was no resistance during advancement or removal of the device. An unknown balloon was used and the procedure was completed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.